Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate after loading a cartridge with 300 units of insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. In addition, the customer experienced an elevated blood glucose of 596 (mg/dl). A manual injection was administered. Reportedly, the customer believed the pump was not delivering insulin. A pump system check was performed and no device issues were identified. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.